Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that after power up, the trusystem 7000 (mbw) was moving down without any user input. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. During the investigation a visual and functional test was performed. The result was that the issue that the table unlock by itself could not be reproduced. A leakage under the table was found. The cause of the issue is hardware defect of hydraulic unit and jacking cylinders. The action to resolve the issue is replaced hydraulic unit and jacking cylinders. The cause of the floor stamps sinking is most likely a leak in the hydraulic system. This caused the operating pressure to drop, which led to the stamps sinking. The problem was resolved after replacing the hydraulic system and the floor stamps. Based on this information, no further action is required. The device did not physically unlock, and if an oil leakage is visible (small leak), the system will recognize the pressure drop and a message will appear on the remote to inform the user to re-lock the device prior it will physically unlock. This will also be visible in the log files. The user can react prior to it becoming physically unlocked. Therefore, if this situation occurs, the table will remain in a stable state with no unintended table movement. This issue would be unlikely to cause or contribute to a death or serious injury if this were to recur.

Event description:
Baxter received a report stating that after power up, the trusystem 7000 (mbw) was moving down without any user input. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.